Event description:
An engage introducer was used in the procedure. While obtaining access for a ablation, a venous sheath was attempted to be flushed by physician and unable to do so. It was then determined that the sheath was fractured and approximately 5 cm of the 11 cm sheath was left in the patient. Multiple physicians were called to assist with removal including vascular surgery. After cutdown, the fractured sheath was removed. The patient remained stable.

Manufacturer narrative:
The reported event of sheath fracture was confirmed. The results of the investigation concluded the hemostasis sheath had been fractured into two sections, consistent with the reported event. The distal fractured end appeared cut and torn, while the proximal end was wavy. The distal tip had been split, gouged, and flared. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the hemostasis sheath damage is consistent with damage during use. The engage hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The engage introducer sheath instructions for use (IFU) instructs the user to insert the dilator into hemostasis valve and then follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use.